Manufacturer narrative:
Note: evauation performed on retain sample. Description fo complaint: balloon tore on 37fr left broncho cath. Batch paperwork: batch and complaint records indicated no such problems with this order. Retain sample: the retain sample tracheal and bronchial cuffs were inflated and immersed in alcohol and water- no leakage was detected. The single wall thickness of the bronchial and tracheal cuffs was measured and were found to be within blueprint specifications. Cause: since no unit is being returned a comprehensive evaluation cannot take place into the cause of the complaint. Summary of analysis: quality: the complaint unit die not cause injury to the pt. Non confirmed: the reported problem was not detected as no unit was returned. Non - justified. There is no evidence to suggest that the reported problem occurred in house. Corrective action / comment: all our cuffed catheters undergo a four hour inflate/deflate test prior to packaging and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process.

Event description:
"Balloon tore on 37 lf"